Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving a glucose result of 254 mg/dl on their freestyle blood glucose monitor. She reported dosing with insulin based on this result. She then reported feeling lightheaded, and then reported experiencing a loss of consciousness. Paramedics were called and the customer was transported to a local hospital, where an unspecified IV treatment, and insulin were administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.